Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice device, an issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 3239 milliliters (ml) during cycle 3. There has been no patient injury or medical intervention reported. The home patient's dialysis clinic contacted baxter and advised that the patient has received a transplant and is no longer performing pd therapy.